Event description:
It was reported that the user experienced hypoglycemia after changing the ilet target to a higher usual rate and changing pump supplies, with the user not being connected during the fill tubing step and subsequent blood glucose trending down; the lowest reported value was 64 mg/dl, with cgm reading 70 mg/dl and confirmatory fingerstick at 84 mg/dl, and the user is insulin sensitive. Symptoms included shakiness and malaise. Outcomes included self-correction without hospitalization. Investigation included troubleshooting and education, confirmation of glucose values with a blood glucose meter, and arranging additional training to discuss target adjustments with clinical support. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with potential contribution from insulin delivery dynamics after a supplies change and target setting changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.